Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was confirmed the device as overdischarged. The issue wasn¿t resolved as the rep. Was waiting for the appropriate healthcare staff to set up a time to address the overdischarge. No further complications were anticipated. Unrelated lead erosion event captured in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep received a call from the patient¿s nursing home that they couldn¿t charge the battery. The caller added that the patient was seen on june 21 by the hcp and the device was discharged with therapy off at that time. The caller stated that they didn¿t think that the patient had charge in a long time and it could be discharged or overdischarged. There were no further complications reported.